Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspected device was not returned but a video was provided by the customer for evaluation. The logfiles was also requested from the customer.

Event description:
The customer reported that touch screen of this unit is not working. There is no patient involvement.